Event description:
The facility representative reported a colleague infusion pump with a failure code 16:310. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump error code 16:310 was not confirmed nor duplicated during product evaluation. The quality engineer determined the as determined problem code to be an 16:310:903:0002 error code, since it occurred the same date as the reported problem. The cause of the reported condition was determined to be defective user interface module printed circuit board (uim pcb). The uim pcb was replaced to fix the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A service history review revealed that this device was not previously serviced for the reported condition. However, the uim pcb has been replaced during previous servicing.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.